Manufacturer narrative:
Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause is the suture could have been damaged by an instrument being used in the case, resulting in the suture breaking during tensioning. However, without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. No nonconformances were identified for this part-lot number combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek colombia reports an event as follows: it was reported by the affiliate via email that during an arthorscopic surgery, two healix ti anchor w/ocord were used. On both occasions the violet threads burst in half at the time of making the knots; it was noted exaggerated force was not used. In this way the repair could only be done with simple points. To conclude the repair, points were made side by side with loose sutures. An additional anchor, which was readily available, was placed in a new bone hole to complete the procedure. No additional intervention is planned. It was noted that an expresswell clamp and open gillotine cutter were used with proper suture management by the surgeon.this report is for a healix anchor. This is report 1 of 2 for (B)(4).